Manufacturer narrative:
The event of granuloma is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: granuloma.

Event description:
Patient reported left side "breast enlarged", "hard", "painful" and "granuloma¿. The device remains implanted.